Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The pump accuracy was within specification. The reported complaint is not confirmed. Preventative maintenance was done on the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was an overdose. The fault occurred during infusion. There was known patient involvement and unknown patient harm/adverse event reported.